Event description:
Procedure type: lap gastric bypass. According to the reporter: after applying the stapler, a leak was noticed due to an inadequate staple line. It was also noted that the anvil did not tilt after firing. The surgeon reinforced staple line with sutures to complete the procedure. Surgery was extended approximately one hour as a result. No abnormal bleeding was reported.